Event description:
The patient experienced infection for the second time of her right-side implant due to (B)(6). Puss was draining from her head. She underwent surgery to clean the area out on (B)(6) 2010; it was unclear if the system was also explanted at that time. The patient also subsequently had a pallidotomy. It was stated that in the past six months, the patient had a total of five or six surgeries. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).